Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The patient's complaint was confirmed because there were errors found on the log.

Manufacturer narrative:
(B)(4).

Event description:
Pt's mother reports inaccuracies.